Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26071. It was reported the patient had lost all stimulation from her cervical scs system. The sjm representative met with the patient and reprogramming was unable to resolve the issue. Impedance readings were normal. The patient has multiple areas of pain and the patient and physician have decided to abandon the cervical system. There will be no further intervention with the cervical system and it will remain implanted.